Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. The caller stated that the pump over delivered and the hcp advise to get a replacement pump. Troubleshooting was completed but did not resolve the issue. The devices will be returned for analysis.